Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within sealed biohazard pouch; within an opened axium prime coil inner pouch and within a dispenser track. The axium prime coil was returned within introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was securely attached to the coupler tube. No evidence of mechanical detachment using an instant detacher was found at this location. The break indicator was found intact. This is indicative that a manual detachment was not performed. No bends or kinks were found with the axium coil pushwire. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact within introducer sheath. The axium coil was unable to be pushed out from introducer sheath for further analysis as it was found to be stuck. No other anomalies were observed. Testing/analysis (including sem reports): n/a. Conclusion: based on the analysis performed, the customers report of ¿coil separation/break¿ was unable to be confirmed as the pushwire was returned with the implant coil still attached. Based on the device analysis and the reported information, the customer¿s report of ¿coil kink/damage¿ was confirmed as the axium implant coil was found to be damaged; however, the cause of the damage/stretch could not be determined. Possible causes are coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances or retracts the coil against resistance. There were no reported issues pushing the axium implant coil from within the introducer sheath during preparation per IFU. It is possible the implant coil became damaged when retracting the implant coil following hydration or due to improper hubbing technique (over tightening of the rhv) subsequently causing the implant coil to become stuck. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip of the axium coil "fell off." The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right anterior cerebral artery with a max diameter of 7.3 mm and a 5.5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that after opening the package, found that the tip of the spring coil fell off and could not be used normally. It was reported the coil was kinked/damaged. There was no friction or difficulty during testing or delivery. The continuous flush was administered during the procedure. Th damaged/stretched location was on the implant coil. The physician did not reposition the coil during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the damage was discovered after preparation that the coil. After opening the package, the coil was inside the introducer sheath and no damage was found. The coil was damaged into two pieces. The coil did not prematurely detach. There were no issues that resulted in the damage that was found. The spring coil was not completely implanted and was not deployed. There was no kink/damage observed on the pushwire. The spring coil was removed from the microcatheter. There were 2 coils implanted before and 2 coils implanted after this malfunctioned coil.